Event description:
A nurse at the user faiclity reports that during intraocular lens (iol) implant surgery, the surgeon noticed the iol was torn after the iol was inserted into the patient's eye. The incision was enlarged to facilitate removal and replacement of the torn iol. Additional info has been requested.